Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cutoff generated on the access 2 immunoassay system used in conjunction with access accutni, 2x50 det reagent (lot #117273). Repeat testing of the patient sample on the same instrument produced a lower result, still within the risk stratification range of the assay, while retesting on a different instrument produced lower results within the normal reference range of the assay that were not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied documentation, system checks performed prior to the event passed within instrument specifications. Qc was performed within the customer's established limits on the date of the event. The customer indicated the patient sample was drawn in a plasma sample tube and the customer did not have any sample integrity concerns in connection to this event. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event to verify instrument hardware. The fse determined that the instrument required repairs. The fse replaced and/or rebuilt several parts including the instrument aspirate probes and tubing, the wash pump, wash manifold seals, the wash valve rotor, as well as the main pipettor supply line. The fse verified hardware after all repairs were complete. Although repairs were required at the time of service, a definite malfunction could not be identified as causing the erroneous result. The cause of this event is unknown.